Event description:
The customer contact reported a leak. The tubing set was to be used to deliver 1000 ml of lactated ringers via gravity. It was reported that during priming prior to patient use, an unspecified volume of solution leaked from the distal end of the backcheck valve of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.